Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is:(B)(4).

Event description:
A doctor reported unable to lift lasik flap inferiorly of the right eye. The flap appeared to be very thin around the 10-12 o'clock hour sections, and the doctor converted to photo refractive keratectomy (prk). Upon follow up, reporter indicated the patient is improving.

Manufacturer narrative:
Logfile review for the day of treatment shows the user performed 28 treatments successfully. According to the treatment report the reported treatment could be linked to the 3rd treatment on that day. During the reported treatment no abnormalities can be identified and the treatment was finished with good suction values and no long suction time. The user used energy settings which are within the defined optimized arrangement of pulse energy. No warning or error messages and further no abnormalities are detectable. So no technical problems or deviations could be identified by the logfile review. No technical root cause could be identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).